Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary (B)(4) the lead was returned and analyzed. Analysis revealed that the lead helix was bent/pulled/stretched/overstressed. The distal end of the lead was covered in blood. The lead had apparent implant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the atrial screw-in lead got stuck in the tricuspid valve as part of the screw was sticking out. As the physician tried to free the lead, the screw dislodged and could not be deployed any further. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.